Event description:
The daughter of a customer reported a high readings issue with her mother's adc blood glucose meter. The caller reported that she found her mother with a cut on her arm due to a fall and performed a blood glucose test on the adc meter, which gave an unspecified result that was higher than anticipated. The caller re-tested using her own meter (brand/model unspecified) and received a result of 40 mg/dl. She administered soda with sugar and chocolate to her mother. The followed day the customer was taken to the hospital where her arm was stitched but no medication or further diabetic treatment was administered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The daughter of a customer reported a high readings issue with her mother's adc blood glucose meter. The caller reported that she found her mother with a cut on her arm due to a fall and performed a blood glucose test on the adc meter, which gave an unspecified result that was higher than anticipated. The caller re-tested using her own meter (brand/model unspecified) and received a result of 40 mg/dl. She administered soda with sugar and chocolate to her mother. The followed day the customer was taken to the hospital where her arm was stitched but no medication or further diabetic treatment was administered. There was no report of death or permanent impairment associated with this event.